Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set did not flow during infusion of lactated ringers solution. The reporter stated that the set had primed normally and that there was no visible damage to the set. The nurse replaced the set to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure, clear passage, and functional testing were performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.